Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of a remote transmission indicated that the patient had been treated with anti-tachycardia pacing and a shock for an episode of ventricular fibrillation (vf) that was suspected to be atrial fibrillation (af) with rapid ventricular response. The therapies were suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.